Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the emergency room after the wavelet algorithm did not stop an inappropriate therapy. The patient was found to have been in atrial fibrillation. The device remains in use. No further patient complications were noted as a result of this event.